Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2022, the patient developed pneumonia and was unable to breathe autonomously. An auxiliary machine was provided for ventilation. After getting on the machine, it was found that the actual parameters of the ventilator were less than the set parameters (tidal volume). Ventilator was replaced in a timely manner. No patient harm.